Event description:
It was reported by the patient that he underwent a hernia repair procedure and mesh was implanted. He experienced a recurrent hernia and required a second surgery. Nine months post operative, he has been experiencing pain in the stomach and testes. A MRI and colonoscopy were performed with normal findings.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).